Event description:
Customer reported that a pt sample had a negative antibody screen when tested with 8s608 in 2004. Pt was then transfused with four units of blood. 5 days later the pt had a delayed transfusion reaction (this info is reported on medwatch: MFR report # 2250051-2004-00208). Post-transfusion workup included testing the pre-transfusion blood sample with both 8s608 and 8ra169. Testing with 8s608 (cells heterozygous for s antigen) yielded very little reactivity. When tested with 8ra169, the sample reactivity was 1+ to 2+ with cells homozygous for s antigen. Customer saw no reactivity with cells heterozygous for s antigen.